Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had down button hard to push. The customer blood glucose level was unknown. Customer stated that the insulin pump was cracked on corner of screen and received random no delivery alarm. Customer stated that insulin pump had battery alert alarm. The device will not be returned for analysis.